Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/81 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of comorbidity on complication rates and life expectancy in patients with a leadless pacemaker. International journal of cardiology. 2024. 415: 132453 doi: 10.1016/j.ijcard.2024.132453 this is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mdt-tps-delsys serial: unknown. D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes in leadless implantable pulse generator (ipg) patients according to age and comorbidities. Charlson-comorbidity-index (cci) was determined, and patients were divided into a low- (cci = 5) and high-comorbidity (cci > 5) group. The authors described patient deaths in both groups; however, the causes of death were unknown and described as in-hospital deaths or all-cause. None of the in-hospital deaths were deemed peri-procedural complications. Overall in-hospital deaths and all-cause mortality was significantly higher in the high comorbidity group. There were cases of aborted implants: high thresholds after several attempts in two cases, and one perforation which required acute sternotomy. There were patients who experienced pericardial effusion which required pericardiocentesis, unknown vascular complications which required interventional or surgical treatment, rupture of tricuspid tendon which resulted in significant tricuspid regurgitation, cardiac decompensation during intervention which necessitated non-invasive ventilation and intravenous diuretics, ventricular tachycardia (vt) which required cardioversion, deep vein thrombosis, and leadless ipg dislocation which necessitated capturing and repositioning. In the follow-up period, there were devices which exhibited premature battery depletion due to high thresholds with some requiring a device revision, and pacing induced left ventricular (lv) dysfunction which required a device upgrade. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.